Event description:
A customer reported that a blue lint was seen inside of a patient's eye at a post op exam. The blue lint cannot be removed as per the surgeon. No medical intervention reported. No known patient harm reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The custom pak lot specific to this event is not known; therefore, the lot history and device history record review were not possible. A sample was not returned for evaluation, customer indicates the fiber came from the blue towels located inside the pack. Without a returned sample it cannot be confirmed that the fiber came from the towel. The root cause of the customer's complaint is not known; a sample was not returned for investigation, the definitive root cause of the fiber/lint cannot be determined. A recent revision to this pack indicates the blue cloth towels have been removed completely from the pack. (B)(4).